Event description:
During routine servicing, it was discovered that the device dump valve (over-pressure relief) was functioning intermittently. The dump valve assembly was replaced to correct the problem. Device was not in use by pt at the time of the discovered issue. It appears that the valve assembly failed because of wear. Maintenance of the device is unknown.